Event description:
Ous MDR - after an implantation period of about 29 months, it was reported that the physician observed reproducible noise using provocative maneuvers during a routine follow-up. It was decided to replace the lead. The lead was not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
The analysis of the lead demonstrated a rubbed through insulation in the region of the tricuspid valve. The coating of the conductor cable to the rv shock coil was found damaged in this area. The finding can be considered to be the root cause of the clinical observation as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. The deformations at the rv shock coil resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.